Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - (reuse), electrode belt sn (B)(4) - (B)(6) 2010 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that a (B)(6) year old male pt was treated. A review of the event indicates that the pat experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was conscious at the time of the event. The response buttons were not pressed during the event. The pt went to the hosp following the event and continued to use the lifevest.